Manufacturer narrative:
Initial reporter phone number (B)(6) initial reporter fax number (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg aspiration issues causing erroneous results.